Event description:
Complaint reported: "the scissors broke when they were being used on pt." No reported injuries. No further info obtained.

Manufacturer narrative:
The device has been requested for investigation, but has not been rec'd yet. Should the device become available, a detailed review of the device will be performed.